Event description:
The customer reported a positive bi for a load processed in the sterrad 100s unit. Upon investigation it was determined that the customer's system was consistently running a validation cycle (half cycle). The cycle print out did not reflect the fact that the cycle was intended for testing purposes only. When running a validation cycle this is normally noted on the print-out.